Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a laparoscopic sigmoid resection, the stapler was inserted rectally and was attached to the anvil. The stapler could not be opened and was locked on tissue in the rectum. The rectum was torn when the stapler was removed. The surgeon mobilized more colon and a new stapler was used with no problem, and the anastomosis was made. The surgical time was extended by more than 30 minutes. There was no blood loss more than 500cc. No extension of the incision by more than 1 inch. There was unanticipated tissue loss and tissue trauma. No portion of the device fell into the patient. No reinforcement material used in conjunction with the stapling device.